Manufacturer narrative:
One smiths medical level 1 hotline low flow system was returned for analysis with wear and tear damaged front cover, line cord and reflux plug, cracked tank cover, and dark printed circuit board (pcb) display. During analysis, the reported issue was able to be duplicated. It was noted that cracked tank cover at the corners was the cause of the reported issue. Service replaced the tank cover to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system leaked. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.